Event description:
It was reported to boston scientific corporation in 2008 that a hydra jagwire guidewire device was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed a week prior (patient age, gender and weight unknown). According to the complainant, "during the procedure after multiple exchanges, the outer sheath coating stripped at the locking device making it difficult to pass additional items down the wire." It was reported that no part of the device was left in the patient. The physician completed the procedure with the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Visual examination of the returned device revealed the teflon coating was ripped and bunched, exposing corewire. The damaged teflon sleeve may have been caused by repetitive locking and unlocking multiple times with the locking device. The bunched teflon may have occurred during wire retrieval. A review of the device history record for the pertinent lot was performed; no anomalies were noted.